Event description:
Images were reportedly rotated by 90 degrees counter clockwise. The annotation was wrong on the images with the left and right sides of the c-spine being annotated anterior and posterior and the anterior and posterior sides labeled right and left. The issue occurred on the first pt scanned on that day and was immediately detected by the customer. The customer corrected the images in the pacs system and continued to scan a total of four pts. There was no report of misdiagnosis or mistreatment as a result of the issue. There is the potential; however, that the issue may not be as obvious with all anatomy and may result in misdiagnosis or mistreatment.

Manufacturer narrative:
The ge field engineer (fe) visited the site and checked the cabling on the system and found it to be correct. The fe then power cycled the gradient cabinet and performed a tps reset. After this, the images were no longer rotated. The customer resumed using the system and has not reported any more instances of images being rotated. Investigation is ongoing.